Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this valve was explanted after an implant duration of 9 years and 4 months due to calcific degeneration causing moderate to severe stenosis (mean gradient 40mmhg) and moderate regurgitation. Indication for initial replacement was aortic insufficiency. On pre-operative coronary scanner bioprosthetic cusps were slightly thickened and calcified. On explant, a tear at the level of the left coronary cusp was observed. Another valve was implanted in replacement together with a bentall procedure (30mm graft). The patient was discharged on pod+14.

Manufacturer narrative:
F10. Device code 3191- thickened leaflet; host tissue/pannus.h3. Device evaluation: customer report of calcific degeneration and stenosis were confirmed through observed calcification. Report of regurgitation was confirmed through observed leaflet tears. X-ray demonstrated wireform intact, heavy calcification on leaflet 1, and moderate calcification on leaflet 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 2 had a 6mm tear near commissure 3 and a 2mm non-transmural tear at the free margin edge near commissure 2. Leaflet was thickened and swollen at the tears. Leaflet 3 also appeared thickened and swollen at the free margins near the commissures and along the cusp area near commissure 1. Sutures remained attached to the sewing ring around leaflets 1 and 2. H10. Additional manufacturer narrative: updated sections d10, f10, h3, and h6.